Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage occurred before use with a unspecified bd syringe. The following information was provided by the initial reporter, "we have had a few issues with some of bd syringes. The tip at the luer lock end is breaking off. The first ones were inside of our medline custom packs, so we were associating the issue to medline. However, we just had another vendor product that contained bd syringes that had the same issue. I have one in my office I would love to get to you. Today, we had a 3cc syringe that the graduated markings were messed up on." 3 occurrences were reported.

Event description:
It was reported that breakage occurred before use with a unsepcified bd syringe. The following information was provided by the initial reporter, "we have had a few issues with some of bd syringes. The tip at the luer lock end is breaking off. The first ones were inside of our medline custom packs, so we were associating the issue to medline. However, we just had another vendor product that contained bd syringes that had the same issue. I have one in my office I would love to get to you. Today, we had a 3cc syringe that the graduated markings were messed up on." 3 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary 2 samples were received. They came in a ziploc plastic bag; also with a 3-vial connector. The syringes have the luer broken off. One of the pieces broken off is in the 3-vial connector. This failure can be reproduced when the connector is over tightened to the luer lock of the syringe. The 3-vial connector had two connectors ready to use; each of them was connected to a syringe; overtightened and the luer lock broke off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. H3 other text : see section h.10.